Event description:
It was reported that they called to state the arctic sun device was not cooling. A functional check of the device showed it was not cooling due to a failed mixing pump. Requested a quote for the 2k hour service and a loaner. Per sample evaluation results received via task on 06mar2025, it was reported that the arctic sun device was primed to fill.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed mixing pump. The device was evaluated upon receipt. Installed test mixing pump to cool. Serviced mixing pump. Primed to fill. Performed pm procedure. Serviced circulation pump. Replaced heater, manifold o-rings, drain valves, tank tubing, coin cell. The arctic sun 5000 passed all performance testing, calibration, and electrical safety tests. The unit is ready for use. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction: d, e, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they called to state the arctic sun device was not cooling. A functional check of the device showed it was not cooling due to a failed mixing pump. Requested a quote for the 2k hour service and a loaner.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.